Manufacturer narrative:
The customer reported that it was not possible to communicate with the patient in the CT tunnel. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) was dispatched to the site. The fse evaluated the system. The fse determined that it was not possible for the operator to communicate with the patient in the CT tunnel due to a failed microphone board assembly. The fse replaced the microphone board assembly to resolve the malfunction. The system is operational and in clinical use.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported it was not possible to communicate with the patient in the CT tunnel. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.